Event description:
It was initially reported that the device had both a charge-pak and attention icon present on the display. There was no report of patient use associated with the reported failure.upon evaluation by physio-control it was observed that all three icons (charge pak, attention and service wrench) were present on the display and that the device would power on and off by itself. This failure would prevent the device from being used for defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was determined that the cause of the failure was due to integrated circuit (ic) chip, designator u16, on the digital pcb assembly.the customer was provided with a replacement device.